Event description:
It was reported that during a treatment procedure, guide wire tip detachment occurred. The target lesion was located near the metatarsals and could be only be reached by navigating heavily calcified vessels. The v-14 control wire was introduced and the guide wire was pushed and pulled to pass through the narrowings. When the guide wire reached the metatarsal heads, the wire had become twisted/knotted. Upon retrieval of the wire, it was noted that the tip of the guide wire had detached and was still visible in the foot. An x-ray revealed that the tip fragment was approximately 1.5-2mm long. An unsuccessful attempt was made to retrieve the tip using a non-bsc support catheter. The patient has suffered no ill effects from this event and the event was considered to have no clinical consequences.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).